Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed. There was no impact to customer¿s blood glucose level due to the reported issue.